Event description:
It was reported that the left ventricular lead exhibited loss of capture. The patient experienced diaphragmatic stimulation. The lead was capped and replaced during a system upgrade. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.